Event description:
Coiling treatment of a left internal carotid artery (ica) aneurysm. After the catheter was removed, it was reported a small tail from the first coil was observed coming into the parent artery. A stent was placed to prevent the coil from protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.